Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿blank screen¿. The unit was triaged and the reported issue was confirmed. The potential root cause is the lcd screen. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a non-specific issue had occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the enteral feeding pump had a blank screen.